Event description:
Information given for this event as part of a focus survey. The following detail were provided: customer reported a visible hole near the PICC wings 60 days after insertion. Patient was in the hospital at the time of the event. PICC was inserted for oncology treatment via the basilic vein with total length of 37cm, inserted to the 0cm depth mark and 1cm left external to the patient. PICC locked with caresite and secured with statlock. PICC dressed straight along the patient's arm. Patient received oxaliplatin, irinotekan, kalciumfolinat, 5fu through the PICC. PICC was flushed to maintain patency and had dressing changes, with 5% chlorahexidine for cleaning. PICC was not used for CT scans and did not have occlusions during the implant duration. Patient had gone home with the PICC and performed catheter maintenance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.